Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("coils are displaced") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient will be treated with surgery (plan to do a hysterectomy, scheduled to have a hysterectomy). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.